Manufacturer narrative:
(B)(4). Concomitant devices - unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial component catalog #: ni lot #: ni. It is currently indicated by the complainant that the product will not be returned to zimmer biomet for evaluation as the location of the device is not known. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
It is reported that a patient is indicated to undergo a knee arthroplasty revision to revise the polyethylene bearing due to unknown reasons. Attempts have been made and additional information is currently unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
No further event information available at the time of this report.